Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: ¿early or late postoperative infection and/or allergic reaction.¿

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty on (B)(6) 2014. Subsequently, the patient underwent an irrigation and debridement procedure on (B)(6) 2014 due to infection. The polyethylene bearing was removed and replaced.